Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 421 mg/dl at the time of the incident. Customer allowed for insulin to warm to room temperature prior to filling reservoir. Customer does not have a reservoir plunger available. Advice to change set. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one seal reservoir. Performed pre-fill test to reservoir per. Found no air bubbles were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no air bubbles. Evaluated two open or used reservoirs. Performed pre-fill reservoir test. Found no air bubbles were observed during analysis. Checked o-rings for defects and none was found. Conclusion: no air bubbles.